Event description:
The customer alleged that there was a no audible alarm condition. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The unit passed exteneded self testing. The front panel display board was replaced as a precaution. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Alarm has been evaluated in the device 29 days after this event. No fault found.